Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign material found in the nozzle due to insufficient cleaning, the additional evaluation findings are as follows: due to a crack on suction connector, water tightness was lost, due to wear of angle wire, bending angle in up direction did not meet the standard value and the play of up/down knob was out of the standard value, adhesive on the bending section cover had a crack and a white-clouded area, due to clogging of nozzle, water removal ability did not meet the standard value, adhesive around objective lens was peeled, adhesive around light guide lens was peeled and had a white clouded area, the connecting tube had a scratch and discoloration, and the plastic distal end cover had a scratch. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay in the start of pre-cleaning and the nozzle was cleaned with lint-free cloths/brushes/sponges. According to the customer, the following details regarding the cds process were unknown: when the foreign material adhered to the nozzle, whether the air/water nozzle was flushed with air and water, or whether the nozzle was flushed with detergent solution. There were no reports of patient harm associated with this event. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had air/water flow issues from the air/water flow system. The event occurred during inspection for use of an upper gastrointestinal examination diagnostic procedure. The procedure was completed without delay. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the nozzle had foreign material. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of the entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the spray button] (a) inspection of water supply: 1. Cover the spray button hole with your finger. 2. With the hole covered, push the button all the way in (two-step push). Ensure that water flows across the endoscopic image. (B) spray inspection: 1. Cover the spray button hole with your finger. 2. With the hole blocked, push the button all the way to the end (single push). Confirm that a mist of water is sprayed across the endoscopic image." Olympus will continue to monitor field performance for this device.